Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 1999 at a retail vendor. At the time of piercing the consumer fainted and fell to the ground, damaging consumer's front teeth.